Event description:
The pt underwent placement of a venatech lp filter following a traumatic injury in 2012. The filter was placed at an outside institution. The pt was seen on (B)(6) 2015 for routine pre op clearance related to a separate issue and a chest x-ray identified that the filter had fractured and fragments migrated. The pt was evaluated by interventional radiology and cardiac surgery is anticipated to be necessary to remove the migrated fragments. Importer narrative amendment: (B)(4) would like it recognized that the institution that originally placed the filter is unk and that it is unk if the filter had migrated, only that the fragments were found in the right atrium. It appears from the film review that the filter was dislodged during a subsequent intervention, but this cannot be confirmed.

Manufacturer narrative:
The device is not available for eval. The batch number is unk. No info about the venatech lp implantation is available. No thorough investigation is possible. No conclusion can be drawn; however, according to the film review performed by the initial importer, (B)(4), it seems that the filter was dislodged during a subsequent venous intervention, but this cannot be confirmed.